Event description:
The following information was received from (B)(4) and this is a spontaneous report from a nurse in the (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy. During a call with the baxter customer service, the following information was provided. On an unreported date, the patient experienced peritonitis. Treatment was not reported. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: gd890426. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.